Manufacturer narrative:
Model number/catalog number: 72404273. Serial number: n/a. Batch/lot number: 0174296004. Model/catalog description: cx 18cm snap fit rt. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 0177005019. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. System integrity issues resulting in fluid loss and limited device function are identified in the ams 700 risk documentation and is not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent circumstances resulting in altered therapeutic response. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. A surgical procedure was performed during which the device was explanted and replaced. Upon explant, a crack was found in the pump connecting tube. The patient was stable following the procedure, and there were no patient complications reported.